Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The device failed the cutter insertion assessment test. Therefore, the reported condition was confirmed. Evidence suggests this was due to usage/wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that the attachment device "does not work." It was unknown to the reporter how the malfunction was discovered. It was unknown to the reporter if the planned surgical procedure was completed without delay and if an identical spare device was available for use. The reporter confirmed that there were no injuries or medical intervention reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. (B)(4).